Event description:
The customer reported wash carousel motion error entering the not ready state and the instrument jammed involving the access 2 immunoassay system. The customer discovered an incubator belt clip came off the belt by the waste chute. The customer was able to home the reaction vessel (rv) shuttle and rake, and noted the incubator belt was difficult to move. The customer then discovered a reaction vessel (rv) stuck by the waste chute. The customer stated the biomedical engineer would resolve the rest of the issue. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. The customer indicated no further issues.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).